Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reported patient allegations of unspecified complications post-implantation of right hip. No revision has been reported and no further information has been provided to date.